Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency due to being very ill. The patient had an infection resulting in vegetation on the patient's implantable cardioverter defibrillator (ICD) lead and on the patient's valves. The ICD and the right ventricular (rv) lead was explanted. No patient consequences were reported.